Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of a thoracic aortic aneurysm. It was reported that the physician encountered resistance during advancement of the soft guidewire through the left external iliac artery. The physician attempted to advance a stiff guidewire and again resistance was noted. The decision was made to remove the guidewire prior to insertion of the 24 fr gore® dryseal sheath with hydrophilic coating. It was reported that during the forceful advancement of the sheath into the left external iliac artery (measuring 8.5-9 mm in diameter), the arterial wall ruptured. Blood loss (amount unknown) was reported causing the patient¿s blood pressure to drop noticeably. An occlusion balloon was then advanced up the right iliac artery to stop the bleeding. An intra-operative transfusion of four units of blood products was administered and the patient¿s condition stabilized. Access was obtained through a left retroperitoneal incision and a non-gore surgical graft was implanted to repair the ruptured artery. The conformable gore® tag® thoracic endoprostheses were implanted and the procedure concluded without further adverse events being reported and the patient tolerated the procedure. It was reported that the patient's anatomy showed moderate tortuosity but reportedly this tortuosity is not believed to have caused or contributed to the resistance encountered during the advancement of the guidewires and sheath. The cause of the rupture was reportedly due to the forceful advancement of the sheath against resistance.

Manufacturer narrative:
Concomitant products: patient medications include~medications: coreg, lipitor, zantac, glucophage, prinivil, prednisone, calcium and aspirin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.